Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/22/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the black box data showed multiple no cartridge detected warnings. A load step malfunction occurred during testing; the piston pushed up until the cartridge was empty. The force sensor calibration was found to be out of specifications. The force sensor resistance was within specifications. Evidence of contamination was found on the lead screw past the ball seal. Unrelated to the complaint, moisture was observed on the battery cap. The display was dim and discolored.